Event description:
While monitoring a pt, it was reported that there was no ECG through the quik- combo cable. Users switched to another defibrillator and continued pt care. Customer reported that the reported issue has no adverse effect on pt. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to confirm nor duplicated the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported event could not be determined.